Manufacturer narrative:
On 12/2/2019, mentor became aware that the patient also experienced capsular contracture; baker grade unknown. Mentor also became aware that the correct date of explantation was (B)(6) 2019 and that the patient also underwent bilateral replacement with the following devices: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 7410642 sn: (B)(4) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 7442446 sn: (B)(4). On 12/17/2019, the product investigation was completed. Device investigation summary: upon visual inspection of the picture, it was observe two devices, device a was intact and device b was empty, however the photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: (right) 375cc mentor smooth round moderate profile saline catalog: 3501660, lot: 6808386, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old african american female patient who underwent breast augmentation revision with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered left breast implant deflation post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.